Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed no delivery. Customer advised that they wasted a reservoir because of the no delivery alarm. Customer was advised the reservoir would be replaced and agreed to return the product for further analysis.